Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site issues are known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event stoma issues with systemic antibiotic treatment. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient went to the emergency room due to stoma pain and drainage and was given an unknown oral antibiotic but was not diagnosed with infection. In (B)(6) 2024, the patient went to the emergency room again and was sent home with no infection. The patient had an xray in (B)(6) 2023 and a computed tomography scan in (B)(6) 2023, and the tubes were fine and in place. The event had not resolved.